Event description:
Note: it was reported that the event occurred sometime in 2009. It was reported to boston scientific corp the following month, that a resolution clip device was used during a colonoscopy procedure. According to the complainant, the clip would not deploy from the catheter. The device was not in a retroflex position. The procedure was completed with another resolution clip device. There were no complications to the pt as a result of this event, although the complainant indicated that there was a 1 to 5 minute delay in the procedure due to this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.